Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that four days post leadless implantable pulse generator (ipg) implant, the patient experienced tachycardia and was in atrial fibrillation (af) with rapid ventricular rate. The patient was given medication. It was further reported that approximately one month post implant, the leadless ipg exhibited a slightly elevated threshold. It was also noted that there were frequent premature ventricular contractions (pvc) and low amplitude p waves. The leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.